Event description:
A search on maude database revealed a complaint on mislabeling of a two pmt expanders. This report was filed by an unk institution.

Manufacturer narrative:
This report is being initiated following an FDA field audit recommending a complete review of the maude database for tissue expander complaints.